Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that approximately one month after the (B)(6) 2005 pump implant surgery, the patient was recovering from an incision site infection. The patient was doing well overall and the pump was helping greatly. The patient was able to reduce oral pain medication intake. The patient was prescribed levaquin. There was slight erythema and pus drainage from the incision site in the middle. The edges of the incision site were well-healed. The infection was ¿slowly resolving.¿ as of (B)(6) 2005, the patient was doing well overall, but was still recovering from the incision site infection. The pain pump was reportedly helping greatly and the rate was increased. The abdominal incision site was well-covered. The dressing was removed and the incision site was dry. There was scant amount of old drainage on the bandage. There was no discharge on palpitation and no erythema. The lumbar incision site was uncovered and dry with no erythema or discharge on palpitation. The incision site infection was greatly improved. The pump had been used to deliver clonidine, bupivacaine, baclofen, and morphine at some point, but the time frames for each of these drugs was unknown.